Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug. The indications for use were unknown. The healthcare provider reported that he had heard of an instance with a pump where the medicine was ¿dumped¿ into a patient. The healthcare provider stated he heard about this somewhere but did not recall where and stated he did not have a documented case of this. There were no reported symptoms. The healthcare provider did not know any further information regarding the patient, device serial number, healthcare provider, event date or drug in the pump. No further complications were reported.